Event description:
It was reported by a nurse, that the customer was hospitalized for diabetes ketoacidosis. It was also reported that the customer's insulin pump was cracked. The caller declined to provide any other information. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.